Manufacturer narrative:
Related voluntary medwatch forms received: mw5154767; mw5154768; and mw5154769.

Event description:
Voluntary medwatch form received states: atrial lead and rv (right ventricular) were replaced because they were too tight. They worked good. The first interest of this procedure was repositioning lv (left ventricular) lead: finally, lv lead was changed because of the position and coronary sinus anatomy. Former lv was extracted. During this procedure, the physician wanted to place a new lv lead, and replace atrial and ventricular lead (too stretched). Reference reports: mw5154767; mw5154768; and mw5154769.